Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 1 and 4 hours. The patient received a pod hazard alarm while wearing the pod. Due to this, the patient removed the pod from the infusion site (arm) and the pod's cannula was found bent. As treatment, a new pod was placed.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Inspection of the returned device found no issues that would result in a hazard alarm and no evidence of a damaged cannula. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may cause irritation at the infusion site. The exact cause of the reported event could not be determined.